Manufacturer narrative:
(B)(4). The returned device was inspected for the reported "cuff won't deflate" issue. The reported event was not duplicated during testing. No further actions are required at this time.

Manufacturer narrative:
(B)(4).

Event description:
A report was received stating that during "prior to use" testing, an endobronchial tube's cuff did not properly deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).